Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cesarean section/abdominal hysterectomy procedure, while suturing the abdominal wall using continuous suture technique, the two needles broke to varying degrees after the doctor sutured one stitch. To resolve the issue, a new pack of suture was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: cl-915 polysorb* 1 vio 90cm gs24 x36 (lot a3l1977y); cl-915 polysorb* 1 vio 90cm gs24 x36 (lot a3l1977y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cesarean section/abdominal hysterectomy procedure, while suturing the abdominal wall using continuous suture technique, both the needle and thread broke. Additionally, on (B)(4) sutures, the needle detaches as soon as the packaging was opened. The needle also broke to varying degrees after the doctor sutured one stitch. To resolve the issue, a new pack of suture was used. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic cesarean section/abdominal hysterectomy procedure, while suturing the abdominal wall using continuous suture technique, the two needles broke to varying degrees after the doctor sutured one stitch. Additionally, on three sutures, the needle detached as soon as the packaging was opened. To resolve the issue, a new pack of suture was used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.